Event description:
On (B)(6) 2013, the reporter contacted lifescan alleging she obtained an error 2 message with the subject meter. There are no allegations of an adverse event associated with this complaint. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.